Event description:
A customer reported her blood glucose meter would not turn when a test strip was inserted into the port, and therefore, she could not obtain readings. The customer reportedly experienced symptoms of dizziness, sweatiness and had a headache. The paramedics were called and reportedly treated the customer with an intravenous medication (unknown). The customer also reported she was transported to a hospital where she was diagnosed with diabetic ketoacidosis, but no medical treatment was reportedly given. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned the meter. The power issue with test strip port was not confirmed. The meter did power on with the button, and with the insertion of test strips. This is the final report.